Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: polyabsorbable staples did not deploy properly. The surgeon cut the tissue. Surgeon hand-sewed cuff. No excess blood loss; cuff closed with suture. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than once inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient. No other manufacturer reinforcement material was used.